Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that meter is working as designed.

Event description:
Consumer reported complaint for erratic blood glucose test results. Husband is calling on behalf of the customer. He stated that he was unable to find erratic results of concern in the meter memory. During the call, a back to back blood test was performed by the customer fasting and produced test results of 76 mg/dl and 205 mg/dl using the meter. The customer's expected blood glucose test result range was not disclosed. Customer was only concerned with erratic results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/15/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).